Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing kinked event on 30-oct-2024. Infusion set was used for 24 hours. Patient will change the infusion set. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.